Event description:
Notified by MFR on approx 5/23/97, with a question as to whether or not this was reportable. Muscle stimulation due to lead fracture with exposed lead wire. Replaced this lead with an atrial lead-switched pacer from vvi to aai.